Event description:
A trilogy sensor board was returned to the manufacturer's product investigation laboratory. Only the sensor board was returned. During the evaluation of the device at the manufacturer's product investigation laboratory, the sensor board a step during testing. The failure was due to contamination of the sensor board.